Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss replaced the power supply, advantech single board computer (sbc), modified ethernet cable assembly, hard drive and instrument manger, which resolved the issue. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. Through a follow up with the field service specialist, it was confirmed that the reported issues of "black screen and errors 2011 and 2012" are result of one problem with the machine. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported black screen, error 2011 (error getting version strings from instrument host) and error 2012 (instrument host timeout error) with the whitestar signature system. It was reported that the issue was noted during surgery. When asked ''are patient treatments delayed or cancelled?'', the response was ''yes''.